Event description:
Edwards received information that this bioprosthetic valve, implanted two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a pericardial valve. Attempts to receive additional informaiton have been sent with no response.

Manufacturer narrative:
(B)(6). The device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device or the reason for explant, edwards is unable to determine the root cause of this event. If additional information is received, a supplemental report will be filed.